Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that they have communicated with the patient and it seems that they are having more success recharging and it isn't an issue anymore. The rep also sent them some double sided adhesive disks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia. It was reported that the patient was having difficulty charging. The rep was saying they were getting 6-8 coupling bars a week ago but today they patient is only getting 0-2 bars. Patient tried to turn the dial. Rep said swelling isn't an issue and that surgeon anchored the implant. The rep is not with the patient, thus he can't assess the pocket site. Rep to call patient and troubleshoot further. No symptoms were reported. No further complications were reported or anticipated with this event.